Event description:
The pt was admitted due to a stroke. Pt is described as very sick. Pt turned green from head to toe. The tube feeding was stopped for other reasons. Pt started to turn green the next day. First the color appeared from the femoral crease to the top of head. Then it went to feet. The rptr coincidentally happened to pick up the most recent new england journal of medicine and saw a letter to the editor describing just this event (10/5/00, vol 343, number 14, p. 1047-8). The letter was given the title "systemic absorption of food dye in patients with sepsis". The letter mentions fd&c blue no 1. This product contains the same dye. The letter was copied and faxed in. The rptr also faxed in a copy of the product labeling. They have used the product for some time and have never seen this reaction before. The rptr wonders if there has been some change in the way they make the product. No other adverse events were noted.